Event description:
Same cases as MDR ID 2134265-2013-05213, 2134265-2013-05209. It was reported that an automatic pullback failure occurred. During the procedure the sled was unable to perform pullback so therefore they performed a manual pullback. No patient complications reported.

Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).